Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the mean diameter of left iliofemoral artery at the smallest lumen along the left transfemoral access route was 6.7 millimeter (mm). The mean diameter of right iliofemoral artery at the smallest lumen along the right transfemoral access route was 6.6 mm. The implant depth via aortography of the transcatheter valve within the native valve was 3 mm of the non-coronary sinus (ncs) and 6 mm of the non-coronary sinus (ncs).

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, the patient developed a transient high gradient atrio-ventricular (av) block cardiac arrythmia. A temporary pacemaker was placed. An electrocardiogram (ECG) was performed post-operatively and showed sinus rhythm. The patient was transferred to the intensive care unit for observation and the temporary pacemaker was maintained overnight. Several ecgs were obtained in the overnight hours and on the first post-operative day which showed intermittent cardiac sinus rhythm versus recurrent av block. The cardiac electrophysiology clinical team was consulted for a permanent pacemaker placement. Subsequently, a permanent dual chamber pacemaker was implanted on the second post-operative day. The patient's discharge was planned for the third post-operative day.

Manufacturer narrative:
Updated data: b5. D3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which updated the outcome of the av block to not resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the atrioventricular block event resolved 2 days following onset. This was same date as the permanent pacemaker implant.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately two months following the valve implant procedure and subsequent permanent pacemaker, the patient contacted the electrophysiology nurse with reported of feeling more tired for the past few days. The patient was sent home from cardiac rehabilitation due to high heart rates and not feeling well. Tachycardia was reported. The nurse reviewed a remote transmission of the pacemaker which was reported to look ¿fine¿. Four days later the patient reported barely being able to get out of bed. Two days later the patient reported feeling better. The primary care physician ordered a 7-day heart event monitor to evaluate heart rate patterns and any tachyarrhythmias. The unresolved event was reported as possibly related to the valve.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated approximately 5 months following the reported onset the tachycardia resolved. The physician now indicated the tachycardia was not related the implant procedure.